Manufacturer narrative:
(B)(4). The results of the investigation concluded that the sheath tubing had been torn into two segments. The detached tubing proximal and the attached tubing distal ends appearance was consistent with stretching/tearing. The detached tubing section had also been stretched at the distal end, consistent with forcible contact. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history records. The cause of the sheath tubing damage is consistent with forcible separation. The fast-cath instructions for use (IFU) cautions the user to not attempt to advance or withdraw guidewire if resistance is felt. Use fluoroscopy to determine cause. The fast-cath instructions for use (IFU) recommends the user advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.

Event description:
An 8f fast-cath hemostasis introducer was used in right femoral vein during an ep ablation. It was reported that during the procedure there was difficulty removing the sheath from the vessel. Once removed, it was noticed that the distal end of the sheath became fractured and remained in the vessel. Interventional radiology was consulted and a snare device was used to retrieve the sheared off portion. The patient left the procedure in stable condition.

Manufacturer narrative:
(B)(4).